Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery several times. The customer previously had issues with the infusion sets and blocked cannulas. The night before the customer experienced a diabetic ketoacidosis. Previously the no delivery alarms were resolved by changing the infusion set, rewinding the insulin pump, and filling the tubing. They stated that several times they had to repeat the process twice because the insulin pump alarmed no delivery continuously. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.